Manufacturer narrative:
The patient''s dob or age at time of event and weight are unknown. This information was not available from the facility. Patient information regarding medical history is unknown. This information was not available from the facility. Report source: foreign- (B)(6). The angiosculpt device has not been returned by the facility, thus no returned product investigation was performed. Per the IFU, if unusual resistance is felt when the catheter is being manipulated, carefully remove the entire catheter system.

Event description:
The angiosculpt device was used in a moderately calcified proximal rca. After multiple inflation/deflation at 16 atm, the angiosculpt got stuck on the non-manufacturer''s guidewire at the distal rca, thus were removed as a unit. The lesion was rewired and the procedure was completed with a new angiosculpt device. No patient injury reported. This adverse event is being reported because the angiosculpt got stuck on a non-manufacturer''s guide wire and removed as a unit. Placement of a new guide wire was necessary to complete the procedure.

Manufacturer narrative:
Block h3: two angiosculpt devices were returned to the manufacturer since it was unknown which device malfunctioned. Visual inspection found no unusual characteristics of both devices. During functional testing, a laboratory asahi sion blue 0.014" coated guidewire was activated with saline and inserted through the laboratory 6f introducer sheath. Then, one at a time an angiosculpt device was loaded over the guidewire through the distal tip and passed through the guidewire lumen with no resistance. Using an indeflator filled with water, the balloon was inflated to 16 atm (rbp) and deflated with no issues. Both devices were able to be removed from the guidewire with no resistance noted. Block h6: based on the device analysis, both devices performed as intended and no problem was detected. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Blocks d1/ g1: manufacturer name and site name were updated from spectranetics to philips image guided therapy corporation to match the information on the product label. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.